Event description:
It was reported that this right ventricular (rv) lead exhibited intermitted loss of capture (loc) along with high capture thresholds. The patient contacted technical services (ts) stating that they experienced syncopal events of seven seconds along with their heart rate dropping to twelve and thirty-one beats per minute. An x-ray was performed which confirmed a micro dislodgment of the rv lead for which the lead had to be repositioned during a revision procedure. This rv lead remains in service. No additional adverse patient effects were reported.